Event description:
Material# unknown batch# unknown. It was reported that the bd needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. This past week I was administering my weekly injection and halfway through, my needle got clogged and disengaged from the syringe while the needle was still in my leg. I was wondering if you have any instructions on how to make sure that doesn't happen again or any other support you can give me for this occurance.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect or physical sample could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.